Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set cracked. This was observed on the day the patient started to use the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the main body was cracked. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported issue was verified. The direct cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.